Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision wherein the ipg was just relocated and was not replaced. Patient was recovering well post-operatively.

Event description:
A report was received that the ipg site causes pain with certain positions and movements. The patient will undergo pocket revision.

Event description:
A report was received that the ipg site causes pain with certain positions and movements. The patient will undergo pocket revision.

Event description:
A report was received that the ipg site causes pain with certain positions and movements. The patient will undergo pocket revision.